Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year & 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the emergency department on (B)(6) 2019 with anemia, which is thought to be due to hemorrhoids. Patient hemoglobin levels were reported to be 9.3 on (B)(6) 2019. Patient endorsed some bleeding from hemorrhoids and was transfused with 2 units of packed red blood cells, then discharged home. No further information provided.

Event description:
Additional information: the patient endorsed some bleeding from hemorrhoids and hemoglobin level was 9.3. On (B)(6) 2019, the patient cancelled a scheduled hemorrhoidectomy as the bleeding resolved.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be determined through this evaluation. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.